Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer's reference number: 2017865-2021-25039, related manufacturer's reference number: 2017865-2021-25042, related manufacturer's reference number: 2017865-2021-25046. It was reported that the patient presented at the hospital and was showing signs of infection. Patient had fever. Blood cultures were done which showed bacteria in the bloodstream. It was noted post-operative the patient presented with a staph infection in the eye, and post-procedure blood cultures revealed the patient already had an infection present. During the procedure the physician noted infection at the pocket site and on the right ventricular (rv) lead. The physician stated that the infection attributed to the patient picking at the pocket site. Physician stated that they did not believe the infection was procedure or device related. There was no evidence of vegetation present on the leads. Physician opted to explant the entire system. Patient was recovering.